Event description:
A registered nurse (rn) contacted global technical service (gts) regarding a high drain/call pd nurse alarm (indicates the patient drained greater than 200%, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the home choice pro (hcp) during use, at the end of therapy. The technical service representative (tsr) explained the alarm. The rn stated that the fill volume equaled 1200ml and that the patient was using 4.5% dianeal solution. The rn stated that the patient wanted to drain more because they were retaining fluid. The rn was not near the hcp and had no further details. The patient reported no symptoms. There was no serious injury or medical intervention reported. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2012 regarding the reported high drain/call pd nurse alarm. The rn stated that she was aware of this alarm. She stated that there have been no known reoccurrences of the alarm, and there was no reported symptoms associated with the alarm. Since then, therapy has been going well. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this condition of an increased intra-peritoneal volume (iipv) was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.